Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation and no blank display noted. No watchdog timeout, external ram crc error, unexpected restart alarm; vibrate anomaly or audio beep anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a constant tone. The customer's blood glucose level was 336 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer sent the product back for analysis.